Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer's blood glucose (bg) level was "high"; however, the customer was unable to provide a bg value. The customer administered multiple injections to stabilize bg level. It was confirmed that the customer had an alternate method of insulin delivery available.